Manufacturer narrative:
Weight is not provided. The patient's race/ethnicity is listed as spanish. UDI is not applicable as it was manufactured dec 2011. Implant date is unclear based on the information provided. This is the fifth of six implant complaints, see manufacturer report for the remaining complaint : 3011649314-2017-00519 (B)(4), 3011649314-2017-00520 (B)(4), 3011649314-2017-00521 (B)(4), 3011649314-2017-00522 (B)(4), 3011649314-2017-00524 (B)(4). The device has not been returned. However, device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the device was not returned for investigation. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. Per obtained information, both the implant and denture achieved stability as they primarily delivered; but doctor did not report any incidents to cause to cause the fail or loss of osseointegration within the three months after initial placement. IFU 30223579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Event description:
It was reported both failure to osseointegration and loss of osseointegration. The bone grade is not listed or noted. The patient had a history of extend multiple and prosthesis. The patient presented on an unknown date for implant procedure. On (B)(6) 2014, the patient presented with complaints of movement. "The denture and implants were moving and not as stable as primary delivery time." The patient's symptoms were relieved after the implant removal. The patient current status is noted as, "stable" with new implants and prosthesis.